Manufacturer narrative:
Radiographs confirmed the event. The device has not returned for evaluation. Revising surgeon indicated screw placement during the index surgery contributed to the event. The patient's activity level and adherence to post-operative care instructions are also unknown. No root cause has been identified. Labeling review notes the following: warnings cautions and precautions: "potential risks identified with the use of this device system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss fixation..."

Event description:
A patient underwent fusion with interbody cage and pedicle screw fixation at l4-l5. Surgeon reported the inferior screw at l5 pulled out allowing the cage to migrate. Revision surgery was completed to replace the screws.